Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited episodes of undersensing. The patient's symptoms were palpitations during the episodes. The post ventricular atrial blanking period was decreased. The patient would be monitored.